Event description:
A bipap a30 silve series device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed that the printed circuit assembly (pca) was defective due to dysfunctional alarm speakers and will need to be replaced. Additionally, the service technician noted dust/dirt contamination, the device data identified unrelated error codes.these error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The investigation is ongoing to further assess the potential impact of the identified condition. A follow-up report will be submitted once additional information becomes available.